Event description:
It was reported that during a hand assisted right colon resection procedure, the original procedure, returned with abdominal pain eight days later. After testing, the patient was returned to the or. The procedure was started laparoscopically, but was converted to open. At the otomy, the staple line broke down as if the staple line was never there. There was feces throughout the abdominal cavity. The patient is still in the hospital in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.